Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image on the 4k camera head flickers. The issue was found during reprocessing. Subsequent procedures were completed using a similar device. There were no reports of patient harm.